Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycarida pacing and shocks for atrial fibrillation with a rapid ventricular rate. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.